Manufacturer narrative:
UDI and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not stabilize. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer, h6. Health impact and evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received in good condition, no physical damage was observed. Per functional testing, the temperature check rose above device temperature. The complaint was confirmed. The root cause was due to calibration as the temperature setting potentiometer on the printed circuit board (pcb) was out of range. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Calibrated the device. Replaced corroded quick connect fitting, front cover, global display label, missing needle warning, water tank cover, performed preventative maintenance (pm). The device passed all functional and delivery tests., corrected data: h6. Health effects - clinical signs and symptoms or conditions